Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged, the following information was received by the initial reporter with the verbatim: I had a nurse who went to hang a flush bag and when she placed the tubing in the pump it came apart.